Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant and a advantage fit implant were implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; rect pain; thi pain; off vag dis; diff bowel; incont not pres; rec incont; psych; oth pain: leg pain. Nonsurgical treatments: on (B)(6) 2019 the patient commenced pain medication: ditropan for the treatment of: to ease pain in pelvic and stop going to the toilet 20 times a day. Treatment duration: nearly 2 years. On (B)(6) 2021 the patient commenced incontinence medication: oxybutynin patch, bladder ultrasound for the treatment of: to ease pain & restrict need for constant urination. Treatment duration: 2 weeks. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). The patient was treated with other (please specify).

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.